Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is suspected implant loosening after the patient fell. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 493764, mfd. 10/10/16, exp. 2021-10-10, gtin (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# 493739, mfd. 09/13/16, exp. 2021-09-13, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493782, mfd. 12/22/16, exp. 2021-12-22, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had pain relief for 6 to 8 months before complaining about a recurrence of pain after a fall. The surgeon suspected that the implants may have become loose after the fall. He did not indicate that any of the implants were malpositioned. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all three implants with chisels and replaced them with larger ifuse implants using the explant voids. The status of the patient following the revision procedure is not known.